Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 800 synchron system. The system was calibrated and quality controls were within spec prior to the event. The results were reported out of the lab. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The customer replaced the potassium electrode and noted that a quad ring was missing and that a line had an unspecified cut. Subsequently, the fse rebuilt the ratio pump, replaced the cut line, cleaned the electrolyte injector cup, replaced the modular chemistry sample probe, performed associated alignments and decontaminated the system. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.